Event description:
It was reported that post implant, after the pocket was closed, the right atrial (ra) lead's capture threshold was high and the p-waves dimished. The pocket was reopened and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).